Manufacturer narrative:
The insulin pump was received with a severely cracked and bleeding lcd glass also, moisture damage was found on the electronic assembly and on the motor. Unable to the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify blank display due to lcd damage. The insulin pump had minor scratched display window, deep scratches on the case, cracked case at display window corner, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and scratched keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via telephone call that he had a seizure and was in the rain. He had hypoglycemia leading to three back to back seizures, and the insulin pump became cracked with a black screen. The blood glucose reading was 30 mg/dl and brought up to 120 mg/dl. The insulin pump was removed at the time of the seizures. The customer declined troubleshooting for low blood glucose and was treated with soda before arriving to the emergency room. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.